Event description:
Same case as MDR ID: 2134265-2011-02079. It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. The target vessel was located in the renal artery. A 5.00x20mm veriflex stent was prepped. The device was inserted into the patient and it was noted tunder fluroscopy that the stent was not on the balloon. The stent was found with the stylet in the original packaging. A 5.0x16mm veriflex stent was prepped and prior to inserting into the patient it was noted that the stent was not on the balloon. The stent and stylet were also found in the original packaging. The procedure was completed with another veriflex of an unknown size. No patient complications occurred and the patient¿s current condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent was received for analysis, detached from the delivery device. An examination of the stent found that the stent was stretched and damaged. An examination of the delivery device found a clear impression on the balloon of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. No issues were noted with the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-02079. It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. The target vessel was located in the renal artery. A 5.00x20mm veriflex stent was prepped. The device was inserted into the patient and it was noted tunder fluroscopy that the stent was not on the balloon. The stent was found with the stylet in the original packaging. A 5.0x16mm veriflex stent was prepped and prior to inserting into the patient it was noted that the stent was not on the balloon. The stent and stylet were also found in the original packaging. The procedure was completed with another veriflex of an unknown size. No patient complications occurred and the patient's current condition is fine.